Event description:
It was reported that the patient presented to the emergency room and the lead exhibited loss of capture at 7.5v at 0.5ms. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Other text: device evaluation anticipated but not yet begun.